Event description:
It was reported by the patient¿s legal guardian that blood glucose levels rose above 22 mmol/l (approximately 396 mg/dl) while wearing the pod between 5 and 24 hours on the leg. The patient¿s legal guardian reported that the pod detached due to poor adhesion, resulting in the cannula becoming dislodged from the infusion site. An insulin smell was noted on the skin, indicative of leakage. Upon removal, the cannula was reported to be bent. As treatment, a new pod was successfully applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdownomnipod software app version: 3.1.6operating system: n5004l-am-q-mv01602-06-01.06hardware: n5004lcgm sensor type: g7please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.